Event description:
A user facility reported that the physician inserted the lma and was not getting a good seal, so he removed it and used another lma. After removing the lma he noticed that there was a small tear in the back of the cuff, where the back of the cuff meets the airway tube. It was reported that there was no pt injury or problem. The user facility returned the lma for eval. No further information is expected.